Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, insulin pump had moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the numbers on the insulin pump were ramping up. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.